Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. The difficult to remove is related to procedural circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of hemorrhage is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices the cause of reported difficulties and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely, the foot interacted with patient anatomy (vessel) inhibiting the closing of the device and capturing vessel wall. Upon removal the protruded foot created the tissue injury leading to the hemorrhage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with prostyle devices using the pre-close technique via a 6f sheath hole prior to an iliac stenting interventional procedure. Reportedly, pre-placement of the first prostyle suture was successful. When attempting to place the second prostyle suture, the foot failed to retract completely and the device got stuck. After re-advancing the device, opening and closing the lever and rotating the device, the device was eventually removed. Upon removal of the device, tissue damage occurred as the foot was not fully closed. A larger arteriotomy was created requiring the sheath to be upsized gradually to an 11f sheath as bleeding was noted around the smaller sheaths. A third prostyle suture was successfully placed and the iliac stenting procedure was completed. Both sutures of the successfully placed sutures were advanced and locked but, hemostasis was not achieved due to the tissue damage that occurred with the second prostyle. The physician elected to use surgical intervention to close and repair the tissue damage using a surgical patch. There was report of a clinically significant delay. No additional information was provided.